Event description:
A customer reported that the system presented a software problem, displayed a system message and locked during a cataract procedure. The procedure was completed with manual aspiration. There was no pt harm and the delay was less tan 15 minutes.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The company rep reinstalled the system's operating system. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).